Event description:
It was reported that left ventricular (lv) lead was surgically abandoned due to muscle stimulation from lv pacing. Patient was not responding to the crt therapy so a new lv lead was implanted in different location that patient's ef will improve. No additional adverse patient effects were reported.